Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and cyst ('I have big cysts') in a 32-year-old female patient who had essure (batch no. 626682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's medical history included gallbladder removal, ovarian cystectomy, rheumatoid arthritis, irritable bowel syndrome, colitis, gerd, bronchitis, cough, hydronephrosis, uterine leiomyoma, uterine prolapse, peptic ulcer disease, rectal bleeding, urinary urgency, genital bleeding, left lower quadrant pain, obesity, joint pain, depression, vomiting, flank pain and pain right upper quadrant. Concurrent conditions included anxiety, abdominal pain, back pain, dizziness, dysuria, weight loss, diarrhea, shortness of breath, fever, weakness, chest pain, stomach pain and hematochezia. Concomitant products included alprazolam, gabapentin, meloxicam, nsaids, paracetamol (acetaminophen), phentermine, prednisolone since 2015, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea,"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On (B)(6) 2010, the patient experienced rash ("rash/ rashes or skin conditions type: rash"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating,"). On (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives,") with urticaria, depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), cyst (seriousness criterion medically significant), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), abdominal pain lower ("lower abdominal pain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (essure removal was scheduled on (B)(6) 2018 and hysterectomy with bilateral salpingo-oopherectomy). At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, vaginal discharge and hypersensitivity had resolved and the cyst, autoimmune disorder, urticaria, headache, menstrual disorder, dysgeusia, nausea, allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, rash, abdominal pain lower and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, nausea, pelvic pain, rash, urinary tract infection, urticaria and vaginal discharge to be related to essure. The reporter commented: it was reported that she underwent treatment due to complications from the essure device. Have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time if you have not had your essure removed, are you currently planning for essure removal? Yes. Scheduled date: (B)(6) 2018. Reason(s) for removal: because she have big cysts, heavy bleeding and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix right and left fallopian tubes with ovaries and essure implants, total vaginal hysterectomy with bilateral salping0-00phorectomy. - essure implants material (see the gross description). - focal non-necrotizing microgranuloma involving subserosal tissue of one fallopian tube. - fallopian tubes negative for salpingitis. - benign proliferative endometrium with mild lymphocytic infiltrate. - myometrium and uterine cervix unremarkable. - focal serosal adhesions. - follicle cysts of the ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:urinary tract infection,pain, nausea,fatigue, vaginal discharge, bloating. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: epigastric right upper quadrant abdominal pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event "allergic reactions" added. Outcome for pain, bleeding, vaginal discharge and uti added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and cyst ('I have big cysts') in a 32-year-old female patient who had essure (batch no. 626682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's medical history included gallbladder removal, ovarian cystectomy, rheumatoid arthritis, irritable bowel syndrome, colitis, gerd, bronchitis, cough, hydronephrosis, uterine leiomyoma, uterine prolapse, peptic ulcer disease, rectal bleeding, urinary urgency, genital bleeding, left lower quadrant pain, obesity, joint pain, depression, vomiting, flank pain and pain right upper quadrant. Concurrent conditions included anxiety, abdominal pain, back pain, dizziness, dysuria, weight loss, diarrhea, shortness of breath, fever, weakness, chest pain, stomach pain and hematochezia. Concomitant products included alprazolam, gabapentin, meloxicam, nsaids, paracetamol (acetaminophen), phentermine, prednisolone since 2015, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea,"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On (B)(6) 2010, the patient experienced rash ("rash/ rashes or skin conditions type: rash"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating,"). On (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives,") with urticaria, depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), cyst (seriousness criterion medically significant), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), abdominal pain lower ("lower abdominal pain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (essure removal was scheduled on (B)(6) 2018 and hysterectomy with bilateral salpingo-oopherectomy). At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, vaginal discharge and hypersensitivity had resolved and the cyst, autoimmune disorder, urticaria, headache, menstrual disorder, dysgeusia, nausea, allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, rash, abdominal pain lower and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, nausea, pelvic pain, rash, urinary tract infection, urticaria and vaginal discharge to be related to essure. The reporter commented: it was reported that she underwent treatment due to complications from the essure device. Have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. If you have not had your essure removed, are you currently planning for essure removal? Yes. Scheduled date: (B)(6) 2018. Reason(s) for removal: because she have big cysts, heavy bleeding and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix right and left fallopian tubes with ovaries and essure implants, total vaginal hysterectomy with bilateral salping0-00phorectomy. - essure implants material (see the gross description). - focal non-necrotizing microgranuloma involving subserosal tissue of one fallopian tube. - fallopian tubes negative for salpingitis. - benign proliferative endometrium with mild lymphocytic infiltrate. - myometrium and uterine cervix unremarkable. - focal serosal adhesions. - follicle cysts of the ovaries.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:urinary tract infection,pain, nausea,fatigue, vaginal discharge, bloating. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: epigastric right upper quadrant abdominal pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event "allergic reactions" added. Outcome for pain, bleeding, vaginal discharge and uti added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and cyst ('I have big cysts') in a 32-year-old female patient who had essure (batch no. 626682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, ovarian cystectomy, rheumatoid arthritis, irritable bowel syndrome, colitis, gerd, bronchitis, cough, hydronephrosis, uterine leiomyoma, uterine prolapse, peptic ulcer disease, rectal bleeding, urinary urgency, genital bleeding, left lower quadrant pain, obesity, joint pain, depression, vomiting, flank pain and pain right upper quadrant. Concurrent conditions included anxiety, abdominal pain, back pain, dizziness, dysuria, weight loss, diarrhea, shortness of breath, fever, weakness, chest pain, stomach pain and hematochezia. Concomitant products included alprazolam, gabapentin, meloxicam, nsaids, paracetamol (acetaminophen), phentermine, prednisolone since 2015, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea,"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On (B)(6) 2010, the patient experienced rash ("rash/ rashes or skin conditions type: rash"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating,"). On (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives,") with urticaria, depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), cyst (seriousness criterion medically significant), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), abdominal pain lower ("lower abdominal pain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (essure removal was scheduled on (B)(6) 2018 and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, vaginal discharge and hypersensitivity had resolved and the cyst, autoimmune disorder, urticaria, headache, menstrual disorder, dysgeusia, nausea, allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, rash, abdominal pain lower and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, nausea, pelvic pain, rash, urinary tract infection, urticaria and vaginal discharge to be related to essure. The reporter commented: it was reported that she underwent treatment due to complications from the essure device. Have you had your essure (or any part of the device) removed? No if you have not had your essure removed, are you currently planning for essure removal? Yes reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time if you have not had your essure removed, are you currently planning for essure removal? Yes. Scheduled date: (B)(6) 2018. Reason(s) for removal: because she have big cysts, heavy bleeding and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix right and left fallopian tubes with ovaries and essure implants, total vaginal hysterectomy with bilateral scalping-oophorectomy. - essure implants material (see the gross description). - focal non-necrotizing microgranuloma involving subserosal tissue of one fallopian tube. - fallopian tubes negative for salpingitis. - benign proliferative endometrium with mild lymphocytic infiltrate. - myometrium and uterine cervix unremarkable. - focal serosal adhesions. - follicle cysts of the ovaries.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:urinary tract infection,pain, nausea,fatigue, vaginal discharge, bloating. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: epigastric right upper quadrant abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Event of patient did not undergo essure conformation test deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy bleeding"), cyst ("I have big cysts") and autoimmune disorder ("auto-immune reaction") in a (B)(6) female patient who had essure (batch no. 626682) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure conformation test". The patient's medical history included gallbladder removal, ovarian cystectomy and rheumatoid arthritis. Concurrent conditions included anxiety, abdominal pain, back pain, dizziness, dysuria, weight loss, diarrhea, shortness of breath, fever, weakness, chest pain, stomach pain and hematochezia. Concomitant products included alprazolam, gabapentin, meloxicam, nsaids, paracetamol (acetaminophen), phentermine, prednisolone since 2015, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea,"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. On (B)(6) 2010, the patient experienced rash ("rash/ rashes or skin conditions type: rash"). In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2010, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating,"). On (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives,") with urticaria, depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cyst (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (essure removal was scheduled on (B)(6) 2018). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, cyst, autoimmune disorder, urticaria, headache, menstrual disorder, dysgeusia, urinary tract infection, nausea, allergy to metals, depression, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, vaginal discharge, rash, abdominal pain lower and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, nausea, pelvic pain, rash, urinary tract infection, urticaria and vaginal discharge to be related to essure. The reporter commented: it was reported that she underwent treatment due to complications from the essure device. Have you had your essure (or any part of the device) removed? No. If you have not had your essure removed, are you currently planning for essure removal? Yes. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. If you have not had your essure removed, are you currently planning for essure removal? Yes. Scheduled date: (B)(6) 2018. Reason(s) for removal: because she have big cysts, heavy bleeding and pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, pain, nausea, fatigue, vaginal discharge, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2019: plaintiff fact sheet received: medical history updated. Concomitant drugs were added. New events psychological or psychiatric problems condition: anxiety and mental anguish, heavy bleeding and I have big cysts were added. Incident category of event severe pelvic pain was updated from other event to incident. Lab data updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.